Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that the surgeon couldn't turn in the 6x23mm milagro interference screw. Or manager told me that the screw wasn't tapered (conic) enough. No grip with the screw. The complaint device was received and evaluated. Visual observation indicates that the external geometry of the screw was slightly stripped from the threads. The screw was received completely, it was not broken. There were marks of wear on the proximal structure and no anomalies noted on the hex shape of the screw. To test its functionality, it was loaded onto a milagro advance driver and could be inserted successfully; after that, it was twisting in the different modes and it was turning as expected. Therefore, this complaint cannot be confirmed. We cannot discern a specific root cause for the user to have experienced this issue. The possible root cause for the stripped can be attribute when the screwdriver was not seated properly in the screw head and while attempting the insertion caused the screw treads and or screw head to become stripped / unable to advance. However, it cannot be conclusively affirmed.  A manufacturing record evaluation was performed for the finished device lot number 6l63614, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool the milagro inscr small size 6x23. Surgeon couldn't turn in the 6x23mm milagro interference screw. Or manager told me that the screw wasn't tapered (conic) enough. No grip with the screw. A new screw was used to complete the procedure. There was a delay of 10 minutes. No patient consequences. The device is available for evaluation.